Event description:
Device 2 of 5. Reference MFR. Reports: 1627487-2013-04422, 1627487-2013-04424, 1627487-2013-04425, and 1627487-2013-04426. It was reported the pt had complained of the sys turning off. Diagnostics revealed the lead which was providing stimulation to the right leg had invalid impedances. The sjm rep provided some stimulation coverage, but the pt was not satisfied. Follow up identified the physician removed all four leads. Two leads were used for peripheral stimulation (off-label use). The physician replaced all four leads and two extensions with one surgical lead. It was reported the pt rec'd adequate stimulation in her low back and down both legs postoperative. Reference MFR report: 1627487-2013-04427 for the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.